Event description:
Same case as MFR # 21342965-2009-02847. It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified ostial right coronary artery (rca). A 3.0x8mm apex balloon was advanced to the target lesion and ruptured at 16atms after multiple inflations. The apex balloon was removed and 3.25x15mm quantum maverick balloon was advanced to the rca and ruptured at 22atms after multiple inflations. The quantum maverick balloon was removed and a 3.0x15mm promus stent was advanced to the target lesion and was successfully deployed. The stent delivery balloon was being used to post dilate the stent when the balloon ruptured at 18atms after multiple inflations. The stent delivery balloon was removed, and the procedure was completed with a different device and with no patient complications reported. The patient's current condition is listed as "fine".

Manufacturer narrative:
(B) (4): it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unk and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is user error as the device was used contrary to cautions against overinflating the balloon. (B) (4).